Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer stated that the pump stopped working. The customer treated with 2 shots via syringe and got her blood glucose down to 282 mg/dl. The customer's blood glucose went back up to 450 mg/dl. The customer also reported the sensor cannulas to appear bent. Customer declined to troubleshoot for high readings. The product was not returned for analysis.